Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bleeding from pd catheter site and peritonitis in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced bleeding from pd catheter site. On (B)(6) 2011, the patient experienced peritonitis as manifested by cloudy dialysate. That same day, the patient was hospitalized for the peritonitis. On an unreported date, the patient began remedial therapy with ciprofloxacin, cefuroxime, amikacin and vancomycin. Action taken with dianeal therapy and the outcome of the peritonitis were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.